Manufacturer narrative:
Report confirmed for the em200. The device was tested and the max temperature was measured to be 140°f. The likely cause was identified as worn front and middle motor bearings. It was also noted that the laser markings were faded. The device user manual warnings section includes instructions that heavy side loads and/or long operating times may cause the device to overheat. If the device overheats, discontinue use and rest the device by using it intermittently, or wrap the device in a moist sterile towel. Use of an overheated device may cause injury to the patient or operator. We will continue to track and trend this complaint type. If information is provided in the future, a supplemental report will be issued.

Event description:
Repair request initiated for device with the report of overheating. No patient impact reported. Repair request escalated to a product event based on reason for return and return in less than 90 days from purchase or repair. On follow up, no further information can be provided for patient impact.